Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since the reported malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the facility to the olympus representative, during a therapeutic ureteroscopy procedure the single use fiber device broke with a burn. The single use fiber device did not break in the patient, but broke at the coupler where the device tapers down on the plug side. The doctor replaced the single use fiber device with a new similar device and completed the procedure without any further issues or delay. There is no harm or adverse impact to the patient. This laser system device was also alleged involved in the event. Both devices were inspected prior to being used in the procedure, and the event occurred.

Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (fiber) and (B)(6) (laser system). This medwatch is for the patient identifier (B)(6). The device was evaluated on site by an olympus field service engineer (fse). There was no malfunction found with the device. The device was functional as required. Therefore, the device is not being returned; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.